Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy on a homechoice (hc) device experienced a cardiac arrest (date unspecified) and subsequently passed away due to the event. It was not reported if the pt was hospitalized prior to death. The cause of death was reported to be cardiac arrest. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external and internal inspection was performed and the device passed, along with all of the electrical testing. All pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Pal analysis of the device showed no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the reported issue. A review of the service history revealed no issues that could have caused or contributed to the patient passing away. There was no non-conforming product identified related to the reported problem. The device was to be sent to service area for servicing. Should additional relevant information become available, a follow-up report will be submitted.